Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had to be stabilized several times during a diagnostic colonoscopy, resulting in a delay of 30 minutes or greater during sedation. An olympus back-up device was used to complete the procedure and there were no reports of further patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and update fields: d4, d8, d9, h3, h4 & h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.